Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture and high thresholds were also noted. The pacemaker remains implanted and in service. No adverse patient effects were reported.